Manufacturer narrative:
Corrected data : b4- date of this report in initial MDR is corrected to 02-mar-2020. G4-date received by manufacturer in initial MDR is corrected to 02-mar-2020. Claim# : (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -18.00/3.0/083 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced on 26/feb/2019 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information : h3-device evaluation: lens returned in a micro-centrifuge vial with moisture on lens. Visual inspection found otic torn and haptic torn. Claim# (B)(4).